Manufacturer narrative:
The product information has been updated to provided corrected information. Annex c and annex d codes were updated as failures identified were for related instruments, not the stapler and reload that were involved in the original complaint allegation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler reloads involved in this complaint were not returned for analysis as they were previously discarded. However the following related instruments and accessory were returned and tested. D02 - intuitive surgical, inc. (Isi) received the stapler 45 instrument (pn: 470298-12 // ln: t10190123 0066) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and it passed the initialization test and it moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument clamped and fired successfully. Review of the logs found no errors related to the instrument. Additional findings not reported by site: the instrument was found to have loose staples lodged in jaws at dlu pins. Root cause of this failure is attributed to a component failure. The instrument was also found to have the yaw plate broken. Yaw plate web was bent outwards towards both the clamp/fire cardans. The root cause of the broken instrument pivot plate is typically attributed to mishandling of the product, such as excess force applied to the distal end of the instrument. D02 - isi received the curved-tip stapler 30 instrument (pn: 470530-06 // ln: t10190104 0021) involved with this complaint and completed the device evaluation. Fa concluded that the reported failure was confirmed but not replicated. The instrument was placed and driven on an in-house system and it passed initialization. The instrument moved intuitively with full range of motion in all directions and the jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. However, the instrument was found to have a firing failure based on log review yet the root cause was not determinable. D10 - isi received the disposable stapler sheath (pn: 410370-03 // ln: not applicable) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated as it was received as an incidental return. There was an additional observation found. The sheath had tear damage. The size of the tear was approximately 0.042" x 0.137". The root cause of the failure was not attributed to the product.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the endowrist stapler 45 instrument for failure analysis investigation but at this time the instrument has not been returned. Additionally, the root cause of the event cannot be determined. If additional information is received, a follow-up MDR will be submitted. An isi field service engineer (fse) investigation has been completed. The fse was unable to reproduce the reported stapler firing issues on arm 2. The fse exchanged arm 2 with arm 3. Service was performed to correct reported problem. No part replacement was required. The system was inspected, tested and verified as ready for use. A review of the instrument logs was performed for endowrist stapler 45 instrument pn: 470298-12 // ln: t10190123 0066 // sn: (B)(4) and found that the instrument was last used on system (B)(4) on (B)(6) 2020 and it had 12 of 50 uses remaining. One green stapler 45 reload and two blue stapler 45 reloads were recorded. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search showed no complaints filed against the instruments. An isi advanced failure analysis (afa) engineer conducted a stapler log review and findings were as follows: the first stapler installed was curved-tip stapler 30 instrument pn 470530-06, lot t10190104-0021. This stapler fired four reloads (three gray followed by one green). Three gray firings were completed per the logs. There were no incomplete clamps in any of these installs. The fourth firing with a green reload resulted in a partial fire at 25% completion. Clamping was successful prior to this firing. The next stapler installed was curved-tip stapler 30 instrument pn 470530-05, lot t11180119-0004. This stapler was just installed once, with a green reload and firing resulted in a partial fire at 39% completion. Clamping was successful prior to this firing. The last stapler installed was stapler 45 instrument pn 470298-12, lot t10190123-0066. This stapler fired three reloads (one green followed by two blue). All three firings were completed per the logs. There were no incomplete clamps in any of these installs. An isi clinical development engineer (cde) has reviewed the submitted procedure photograph and the following results were concluded: the picture shows a grasper holding a section of tissue that looks to have been stapled and transected. It was not possible to identify the other side of the staple line. Formed staples on different sections of tissue were observed but it is not possible, from photo review only, to determine if all staples were properly formed. It was indeterminable if only one line of staples deployed from the reload. It was noted that nipple numbness would be caused by inadvertent injury to the relevant nerve, which is not an expected risk of minimally invasive pulmonary lobectomy procedures but may have been caused by the creation of the muscle flap. Based on the information provided at this time, this complaint is reportable due to the following: it was alleged that after the procedure, the patient allegedly experienced an alleged staple line leak on bronchus tissue. As a result, the patient underwent a second surgery to repair an air leak. At this time, the root cause of the customer reported intra-operative complication is unknown. Additionally, there is no indication that the patient required hospitalization due to the alleged staple line leak, however, further information as to the surgeon¿s comment of ¿permanent nipple numbness¿ is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Model no, catalog no., lot no., serial no., and UDI no. Are unknown due to insufficient information being provided. Product is not implantable. Insufficient product information available to determine the manufacture date. Field is not applicable.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, after the customer had stapler 30 issues, a stapler 45 instrument was put onto the robot. The surgeon attempted to fire on bronchus tissue and the blade transected, but had "minimal" staples fire to seal it and the surgeon had to create a flap to seal which resulted in patient injury. On 18-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary lobectomy procedure on (B)(6) 2020, as the surgeon was working with bronchus tissue, an endowrist curved-tip stapler 30 instrument would not fire. The curved-tip stapler 30 instrument with a green reload clamped on bronchus tissue successfully but when the surgeon stepped on the pedal to fire, the firing cycle did not complete. A new reload from a separate lot number was attempted but it also did not work. The customer then attempted to use a backup endowrist stapler 45 instrument with a green reload which clamped and fired but only fired one row of staples. The surgeon continued and completed the surgery with an unknown ¿stapler instrument¿. A leak test was performed by the anesthesiologist while the patient was still on the table and anesthetized and it was found that, ¿the patient was not maintaining air in lung and was leaking into the thoracic cavity¿. As ports were still placed and the patient was still anesthetized, the system was re-docked to the patient and a second da vinci-assisted robotic procedure was performed on (B)(6) 2020 to repair the air leak. The air leak was allegedly identified where the bronchus tissue had been stapled with the stapler 45 instrument. The specific area and size of the leak was unknown. The surgeon, ¿created a muscle flap to close the partial seal that had resulted from an inadequate staple line on bronchus tissue¿. The surgeon had mentioned ¿permanent nipple numbness¿ which the surgeon stated was caused by the nerves to the nipple being maneuvered in order to create the muscle flap. It was unknown why the surgeon decided to create a muscle flap to repair the air leak. A leak test was performed after completion of the 2nd surgery and it was confirmed that the patient ¿maintained lung insufflation¿. The procedure completed robotically without further complications. The patient was reported as doing well post-operatively and there have been no reports of post-operative complications. The surgeon believed that the stapler instrument malfunctioned, causing the inadequate staple line which resulted in the need to create the flap to close the staple line. The procedure was recorded but the hospital¿s risk management department declined isi¿s request to obtain a copy of the recording. A procedure photograph was provided, but it was unclear as to whether or not this photograph was from the initial procedure or the follow up procedure.